Event description:
Discordant, falsely elevated third generation prostate specific antigen (psa) results were obtained on a patient sample using kit lot 317 on an immulite 2000 xpi instrument. The patient sample was also tested with two alternate kit lots, and lower values were obtained. There were no reports of patient intervention or adverse health consequences due to the discordant third generation psa results.

Manufacturer narrative:
The cause of the falsely elevated third generation psa results is unknown. Siemens is investigating this issue.